Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unspecified procedure, resistance was felt during advancement of the guide wire. Upon removal, the tip was noted to be unwound. There was no adverse patient sequela. Another guide wire was used successfully. Although requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported increased intraperitoneal volume (iipv) was confirmed in the device logs, but not duplicated during evaluation. The product analysis lab evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported event. The root cause of the iipv was determined to be: insufficient drain due to false empty detect and use error as the clinician inappropriately set the minimum drain volume percent setting too low (75%). A service history review revealed no previous service events were related to the reported iipv. The current labeling for the trainer?s guide- homechoice/homechoice pro apd systems was found to be sufficient for the use error identified in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's (B)(4) to report an increased intra-peritoneal volume (iipv) event with the homechoice (hc) cycler. The caregiver (cg) mentioned they had issues with low drain volumes. The hp manually drained 1933 ml. The technical service representative (tsr) verified hp's fill volume was 1000 ml and the last fill was 0 ml. The tsr offered to swap the hc for iipv. Product surveillance contacted the nurse on (B)(6) 2010. According to the nurse the patient has been having low drains. The nurse believes that this is due to the patient being new as well as having a new catheter and that they are still getting adjusted. The patient's fill volume was 1000 ml. The patient's fill volume has been changed to 1200 ml after this event. The nurse stated that they are still working with the patient on his low drains. The nurse stated that the patient may have been pinching his lines as well. There was no patient injury or medical intervention associated with this event.